Event description:
It was reported that during a gastric bypass procedure, the instrument was fired and would not release on the gastric pouch. The device was excised off the tissue. There was no other patient consequence reported.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Damaged clamping and firing mechanisms. Evaluation summary: the analysis results found that the device was received with the anvil in the closed position and with a cartridge loaded in the device. The cartridge was received void of staples and with no damage to the spring cartridge lockout. The device was noted to have the firing and clamping mechanisms damaged, no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke was noted to be disengaged from the tube. Although no conclusion could be reached as to how the yoke became disengaged from the tube, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.